Event description:
Boston scientific received information that following a successful implant, the patient with this right ventricular lead, was discharged. The following days, the patient returned via ambulance to the emergency room when loss of capture was confirmed. Interrogation showed increased thresholdd and an x-ray confirmed the lead had dislodged. Surgical intervention to implant a new lead was reported as successful, with the explanted lead expected to be returned for a full post market assessment. It was further reported that post explant, the helix was visualized as half retracted with the field representative confirming the helix was not exercised prior to or post explant.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection of the lead's electrode end found the helix was fully extended; dried blood was noted around the base of the helix mechanism, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, thereby confirming the clinical observation. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix difficulty clinical observations of this case were confirmed; however, likely contributed to blood infiltration into the helix mechanism. Laboratory testing confirmed normal lead electrical function.